Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine 10mg/ml at 1mg/day via an implantable device. The indications for use were non-malignant pain and chronic low back pain. The patient complained that the pump was moving in the pocket. When the physician opened up the pocket the entire catheter was in the pump pocket. It was unknown if any troubleshooting or diagnostics were performed. The issue was resolved at the time of the report. The patient status at the time of the report was reported as alive, no injury. No patient symptoms, troubleshooting, the cause of the pump movement and if the pump was replaced or what was done surgically to revise the pump pocket. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.